Manufacturer narrative:
Additional information (31-mar-2025): the service activities mentioned in the initial report, is not related to the reported event. Siemens reviewed the instrument data and observed that the air and liquid values of standard a (std a) and standard b (std b) were within the normal range, calibration was acceptable, and dilution check correction factor was within the normal range on the day of incident. Siemens further reviewed the clot check data and observed that the aspiration pressure shifted low during initial run. Siemens further evaluated the event and ruled out reagent issues as the quality control (qc) recovered within acceptable ranges. Siemens determined that sample specific related issues such as likely precipitation of atypical protein in sample potentially contributed to the falsely depressed sodium (na) result. The type of investigation, investigation findings & conclusions code in the h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl with lm integrated chemistry system. The initial result was not reported to the physician(s). First, the sample was reprocessed on an alternate dimension exl with lm integrated chemistry system for troubleshooting purposes. Second, the same sample was repeated on both the original and on alternate dimension exl with lm integrated chemistry system. The repeat results recovered higher than the initial result and were considered correct. The repeat result of 132 mmol/l was reported as a correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely depressed na result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl with lm integrated chemistry system. Quality control (qc) was within range prior to running the patient sample. The siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the integrated multisensor technology (imt) module and replaced x2 tubing and x tubing, rerouted imt waste tubing, and performed imt pump alignment, multiple pump alignments, imt calibration, and lyte precision. The customer ran qc. The cause of the event is unknown. The instrument was performing within specifications. No further evaluation of this device is required.